Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-32: component failure. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved - able to establish contact with customer and stated that condition has improved.

Event description:
Consumer reported complaint for meter not turning on with test strips. Caller from fire department is calling on behalf of the customer. The expected fasting blood glucose test result range is undisclosed. The caller unable to verify if customer reported any symptoms. Medical attention was reported as a result of this event. The product storage location is undisclosed. During the call a blood test was not performed by the customer. The test strip lot manufacturer's expiration date is 08/16/2020 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) sections with additional information as of 07-may-2020: h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Internal report: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-90: user removed battery. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved - able to establish contact with customer and stated that condition has improved.

Event description:
Consumer reported complaint for meter not turning on with test strips. Caller from fire department is calling on behalf of the customer. The expected fasting blood glucose test result range is undisclosed. The caller unable to verify if customer reported any symptoms. Medical attention was reported as a result of this event. The product storage location is undisclosed. During the call a blood test was not performed by the customer. The test strip lot manufacturer's expiration date is 08/16/2020 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
(Manufacturer narrative = f, corrected data = t) internal report: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-90: user removed battery. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved - able to establish contact with customer and stated that condition has improved.

Event description:
Consumer reported complaint for meter not turning on with test strips. Caller from fire department is calling on behalf of the customer. The expected fasting blood glucose test result range is undisclosed. The caller unable to verify if customer reported any symptoms. Medical attention was reported as a result of this event. The product storage location is undisclosed. During the call a blood test was not performed by the customer. The test strip lot manufacturer's expiration date is 08/16/2020 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.